Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a system impedance greater than 400 ohms. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No adverse patient effects were reported.